Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to try several troubleshooting steps including different button-press methods and connecting to a working power source, and when display still did not turn on, customer agreed to use multiple daily injections as backup insulin therapy.